Event description:
Doctor reported that during implant placement fixture mount fractured in implant body, so that implant was removed. On january 15, 2024 the distributor replied by email stating that the doctor thinks that he (wrongly) has send us the fixture mount of the replacement implant (also a tsvwb10). There is no failure to report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed, there was signs of use. The returned mount was not fractured. However, damage to the implant was identified. There wasn¿t a fractured piece inside the implant. The implants driver feature was damaged. DHR review was completed for the subject lot number 1269711. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269711 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The returned mount was not fractured; however, the implants drive feature was damaged. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that during implant placement fixture mount fractured in implant body, so that implant was removed.